Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient's notifier had gone off. A series of hvli measurements out of range were confirmed. In clinic prior to revision procedure, all measurements were in-range. On (B)(6) 2011, out of range impedance measurements on the rv to svc and svc to can were observed again and the svc coil was turned off. It was noted that patient fell to the floor on his chest sometime in (B)(6) 2010. The lead remains implanted.